Event description:
This info was reported as a customer complaint. Vasoseal was used in right groin following a diagnostic catheterization. Procedure. Six days later, pt presented with redness and swelling at cath site. Pt was readmitted and put on IV antibiotics. The next day the site began to drain. Cultures showed staph aureus infection.